Manufacturer narrative:
The device had the cannula assembly undeployed. Downloaded data shows the pod was deactivated after running 47 pulses, 47 of which were first prime pulses. It follows that the cannula assembly is in the appropriate state for this situation - undeployed, because the device did not complete the second priming sequence. No deficiencies were found that would prevent the activation of this device and deploying as intended.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide did not moved forward and cannula did not deploy. The pod was not worn and no adverse patient impact was reported.